Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 3.8 mmol/l with severe dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device malfunction could not be ruled out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Follow-up #1: date of submission 27-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.